Manufacturer narrative:
There was no indication of consumable or device malfunction .luminex is currently gathering more data to investigate the cases further.

Event description:
Customer reported a false positive sars cov-2 positive result with aries sars covid-19 eua assay. · aries: positive for sars cov-2, orf1ab gene present with 15.4 CT, n gene- absent, amplification curve looked odd, accession ID number (B)(4). · cepheid: negative for sars cov-2. Repeat test: · aries: negative for sars-cov-2. · cepheid: negative for sars-cov-2.